Event description:
During activation, although the coil adhered correctly with normal measurements, the internal device had shifted inferiorly toward the neck, causing discomfort, during attempted repositioning, the implant became displaced and was ultimately removed when reinsertion was not possible. A CT scan will be performed in the coming days to assess anatomy and determine the feasibility of re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.